Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power off before and after a battery change. The customer also indicated that they did not receive a low battery alert before the power off alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was 205 mg/dl at the time of incident. Troubleshooting advised customer to monitor pump and call back if alarms happen again. No further information was provided.